Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) relates to device problem (B)(4) for the investigation findings of stent difficulty removing. A visual evaluation of the returned device found that the proximal end of the stent was damaged and the bladder pigtail was found buckled/accordion. A functional evaluation was performed by inserting a mandrel 0.038 inches through the catheter and there was resistance during its advancing and withdrawal due to the section encountered as buckled/accordion. The failure was noted during introduction and inside the patient. It is possible that the device could have been damaged (buckled/accordion) due to the force applied when the physician tried to get the stent to be placed into the patient and/or advanced over the wire, excess of force may cause damage or deformities. The section encountered as accordioned could have generated difficulties during the device removal; this type of failure causes friction and resistance during the catheter advancing/withdrawal. Therefore, operational context is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used for a drainage procedure performed in the ureter on (B)(6) 2018. According to the complainant, during procedure, there was difficulty in removing the guidewire from the stent. It was observed that it got caught and could not be pulled out when it was removed from the patient's body. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; stent difficulty removing.